Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving lioresal (concentration 2000, dose 1050 flex dose) via an implantable pump for intractable spasticity and other spasticity. The pump and catheter were explanted on this report date and replaced due to higher volumes in the reservoir at pump refills than on readout. Catheter aspiration was done on an unknown date and there was slow draw back, they continued to follow the reservoir volume at refill dates it was unknown as to what factors may have led or contributed to the issue. No symptoms were mentioned. At the time of this report, the issue was resolved, patient status was ¿alive no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was damage to the transition tube of the catheter body. (B)(4).

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.